Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the two small parts had become detached from the device. The customer reported that this was noticed by theatre staff prior to any surgerical procedure and as a result was not used in surgery. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the two small parts had become detached from the device. The customer reported that this was noticed by theatre staff prior to any surgical procedure and as a result was not used in surgery. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.